Event description:
FDA reported to depuy acromed that they had received a report from a user facility reporting an event involving a pedicle screw. The event was reported as having required intervention. This event had not been previously reported to depuy arcomed and an MDR is being filed to document this event. Contact was made with the user facility and the device was returned and evaluated.